Manufacturer narrative:
On (B)(6) 2012, the physician who performed the surgical procedure provided the following information: the patient expired after the da vinci si surgical system portion of the procedure was completed - no system issues occurred during use - the cause of death is still undetermined. Additional information was requested. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the patient expired from a pulmonary embolism.